Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009; inratio: 5.6, 5.9; lab: 3.46. Pt did have lovenox dosage evening of 12/4 when testing done morning 12/5. (Qc passed at this time). Dosage was 40mg that evening. Unk anemia/cancer. Unk other interferences.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio meter: 5.6 inr; reference: 3.46 inr; mean: 4.53; confidence-limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio meter: 5.9 inr; reference: 3.46 inr; mean: 4.68; confidence-limits: 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6)2009; 1st inr: 5.6; 2nd inr: 5.9; mean: 5.75; sd: 0.21; %cv: 3.69. Since 3.69% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer results are analyzed and accuracy confidence limits were met, both results. Customer results analyzed and precision met criteria. Indicates pt recently received lovenox, less than 24 hours prior. Inratio product should not be used if pt is on heparin. Further action not required. Product deficiency not established; no corrective action required at this time. Trending analysis not required; strip lot number not provided.